Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that the physician saw bubbles trapped in the distal lumen of the faradrive flush port stopcock. The physician mentioned that when he pulled from his manifold the bubbles did not budge. The procedure was completed successfully by using original device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. The farawave 31mm was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in the proximal end of the stopcock leading to the manifold. The guidewire was at the tip of the catheter so that it resembled a ball point pen. No other issue has been reported.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. Additionally, inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA, in section e - initial reporter.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that the physician saw bubbles trapped in the distal lumen of the faradrive flush port stopcock. The physician mentioned that when he pulled from his manifold the bubbles did not budge. The procedure was completed successfully by using original device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. The farawave 31mm was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in the proximal end of the stopcock leading to the manifold. The guidewire was at the tip of the catheter so that it resembled a ball point pen. No other issue has been reported.